Manufacturer narrative:
(B)(4). Batch # r93d76. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feeder shoe tab was noted damaged causing the feeding issues. Two clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, jamming occurred during use. The device was used on the blood vessel. The event was not resolved though the device was fired outside the patient for functionality. Another device was used to complete the case. There were no adverse consequences to the patient.